Manufacturer narrative:
By instrument design the reagent tips are utilized to pipette reagents and wash reagent only, and not clinical specimens, as such there is no potentially infectious materials being pipetted by the reagent tips. In the current version of the cobas ampliprep instrument manual, there are several safety cautions and warnings given regarding possible injury by the r-tip. (B)(4).

Event description:
A (B)(6) customer injured her hand on the cobas ampliprep instrument r-tip needle when removing an s-tube cap on the tube handler after the instrument crashed due a hardware issue. The technician was wearing gloves at the time of the incident. The cobas ampliprep instrument automates preparation of samples for quantitative or qualitative nucleic acid testing. No stitches were required; however, the operator visited urgent care and was treated with (B)(6) as a precaution. After two (2) days of the provided treatment, it was reported the technician felt dizzy and nauseated. As a consequence, she was provided additional medication to relieve these side effect symptoms. The technician is indicated to be feeling better now.